Event description:
The consumer reported using the product for three to four hours on her back. When the patch was removed, the consumer described a burn in the area worn. The consumer's dr recommended treating the area with triple antibiotic ointment.

Manufacturer narrative:
Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices, as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.